Event description:
The patient had an old tunneled catheter that was being replaced (port had eroded through skin over time).a new catheter was placed; the clinician reported the peel away sheath seemed defective. "When cracking to peel it away, one side came off completely and there was nothing to grab to restart the peeling. It looked like the sheath had no split in it until the last centimeter or so. It took a long time and was very difficult to remove the peel"